Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hxx, gxl. Part # 05.000.008. Synthes lot # 007918. Supplier lot # 007918. Release to warehouse date: oct 22, 2020. Manufactured by: triangle manufacturing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: the repair technician reported that patina between housing and switch plate, discolored membrane vent and wires, rip barriers, brown residue on the barriers and device ran low in fast forward, does not run in reverse condition and new motor has atypical sound, replaced it with another. The following parts were replaced: circuit board, set screw, shrink tubing, hand piece housing, motor/gearhead, cam screw, membrane switch/flex circuit, holder/membrane vent, drive shaft rotary seal, hand piece for battery and all applicable components. The cause of the issue is unknown. Reason for repair is damaged component. The item passed synthes final inspection on 18-nov-2022 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the hand piece for battery powered driver¿s fast speed did not work. This issue was observed during a weekly audit. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. No further information is available. This report involves one hand piece for battery powered driver. This is report 1 of 1 for pc-(B)(4).